Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the large suturecut needle driver instrument did not close/open properly. No fragments fell into the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: no fragments fell in the patient and the patient did not return to the hospital due to postoperative complications related to a retained foreign body. The customer did not remember the surgical procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive large suturecut needle driver instrument to perform failure analysis. The instrument was analyzed and found to have blade damage at the middle of the blade. One of the blade edges were indented. The cutting edge did not have corrosion that would have contributed to the blade damage or cutting failure. Additional observation(s) not reported by site: the instrument was found to have a broken grip at the grip base. A piece approximately 4.80mm x 1.96mm was found to be broken off. The broken piece was returned. Components adjacent to this broken grip do not show damage. The instrument was found to have a detached fragment at the distal tip. A piece measuring proximately 4.80mm x 1.96mm was not returned with the instrument. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause for instrument tips closing/opening issues cannot be determined based on the information provided and failure analysis results. No product issue was identified directly related to the customer reported complaint. The probable root cause for nicks and gouges on the instrument blades is attributed to use-related damage when attempting to cut incompatible material (i.e., hard objects such as bone or cartilage) or mishandling the instrument. The probable root cause for broken grip tip is attributed to damage during use, which may result from applying excess force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal.